Event description:
It was reported that the patient had to have the device system completely removed because "his body rejected it." The caller stated "they put it right back in"they put something back in it "now it's working." The drug delivered by the device system was not provided.

Manufacturer narrative:
(B)(4).